Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and found user not performing short self-test (sst) correctly, also found exhalation filter cracked causing failure to sst during second test. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported an 840 ventilator with a safety valve open. The ventilator was not in use on a patient at the time the event occurred.